Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely due to decrease of 45 percent in estimated battery longevity since last follow up. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.